Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection of the eyelet of the suture anchor, biocomposite pushlock® sp 4.5 x 28 mm, was bent, and the tip of the peek screw. Functional testing was not performed due to the damage to the device. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. -visual inspection of the peek screw of the suture anchor, biocomposite pushlock® sp 4.5 x 28 mm, loose in the shaft and not fully seated. The eyelet and anchor were observed to be bent at the tips, and the anchor's threads were warped. The eyelet was returned, detached from the device. -functional testing was not performed due to the damage to the device. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum refixation surgery, the push-lock anchor came loose from the drill channel during insertion and had to be removed from the shoulder without sutures. After removal, it was noted that the anchor body was deformed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.